Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant, more rotations than expected were required to extend the helix. Under fluoroscopy, the helix could be seen moving but the markers did not separate. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.